Event description:
During deployment of contralateral iliac leg the operator pulled back on the delivery system, deploying the leg graft with only a half stent overlap. An iliac leg extension was deployed in the overlap zone in order to have a sufficient overlap and provide future stability between the two grafts. No endoleaks were viewed during the conclusion angiogram.